Event description:
Customer reported a motor error on his insulin pump. The device is also making a constant tone. Customer replaced the battery, but the tone persists and now the screen is blank. Customer's blood glucose was 132 mg/dl. The device was dropped on a rock because it slipped. The device was not exposed to a strong magnetic field. The alarm was not cleared due to the screen being blank. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had a full segment display due to an open driver. No blank display or audio anomaly could be verified and the functional tests could not be performed due to the display anomaly. However, the motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).